Manufacturer narrative:
Greatbatch medical attempted to obtain further information regarding report mw5060299. Information was provided that the serial number for the subject device was (B)(4), however, this is not a valid serial number for myopore leads which are assigned a 6 digit number. No further information could be obtained to accurately identify the subject device and lot number. Complaints were reviewed for any potential trends, this is the first reported occurrence incident of a component missing from the fastac introducer during use. Without further device information a full investigation cannot be completed. There is no evidence to suggest the device did not meet specification prior to leaving greatbatch medical.

Event description:
As reported from the hospital: patient underwent emergent CABG (coronary artery bypass grafting) placement of permanent left ventricular epicardial pacing lead. During insertion of the lead, the cap of the introducer came off and was not able to be found/retrieved. Diagnosis or reason for use: bi-ventricular failure. Patient information is unavailable. Attempts to obtain more information were unsuccessful.

Manufacturer narrative:
After multiple attempts the hospital was able to provide the serial number for the device. However, no conclusions can be drawn because the device was not returned for analysis and all evidence indicates the device met specification prior to leaving greatbatch.